Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the aneurysm location was th %5 clinoid segment. The distal end of the stent was slightly frayed, and there was no deformation, etc., in the delivery wire. The middle of the pipeline failed to open. The cause was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after flushing as per procedure, navien 5fr was used as dac to deliver the pipeline to phenom27, which had already approached m1; after removing the sleeve, it was lowered to the placement position, and no matter how many times an attempt was made to deploy it, the tip remained in a deflated state and did not improve; again, the long-unsheathing from 1 distal after storage was unsuccessful. After that, all possible means were tried again and again, and the tip deployment failure was resolved, but the middle part twisted more than 5 times, and deployment manipulation, deployment within navien, etc. Were tried, but to no success. Suspecting that the product in question was defective, another product was tried, and it deployed without twisting without difficulty, so it was determined that the problem was with the product in question. The pipeline was not positioned in a bend. Less than 50% of the pipeline was deployed when it failed to open. It was resheathed "3 or more times." The stent was removed from the patient's body, resheathed and retrieved with the microcatheter. There were no symptoms. The pipeline used for an indication that is approved. The device was prepared as indicated in the package insert.   The patient was being treated for a saccular, unruptured aneurysm in the left internal carotid artery with a max diameter of 9mm and a neck diameter of 4.3mm. The landing zone had a distal diameter of 4.78mm and 4.85mm proximally. Postoperative findings related to blood flow imaging showed no particular problems. Vessel tortuosity was strong.